Manufacturer narrative:
It was reported that there was a leak where the tubing meets the filter. One sample possible model mz9226 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with blue dye water. No leak was observed. An air under water pressure test was performed with no leak observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a model and lot number was not provided by the customer.

Event description:
Material # unknown. Batch # unknown. It was reported by customer that they were all leaking at the filter site where it meets the tubing. Rcc received a complaint via email. We did save all of the tubing. However, we do not have the lot numbers for all of them. They were all leaking at the filter site where it meets the tubing. On (B)(6) 2024: leaking at filter. Only have the tubing. There was no patient harm in each incident.

Event description:
It was reported that unspecified bd infusion set was leaking the following information was received by the initial reporter with the following. It was reported by customer that they were all leaking at the filter site where it meets the tubing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.